Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2024 due to a pre-existing condition - sick sinus syndrome. It was noted during the procedure that the lead couldn't reach the ideal position, the lead could not be used affecting the operating process and had to be replaced. The operation was completed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.